Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed that all keypad buttons responded properly. There was no physical damage to the keypad. No defect was found during investigation. The complaint could not be confirmed or duplicated.